Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called in with drain complications. A follow up call was made to the patient's peritoneal dialysis nurse. The patient was diagnosed with peritonitis on (B)(6) 2014 and treated with vancomycin and tobramycin. This was a touch contamination gram negative pseudomonas infection. The patient was hospitalized on (B)(6) 2014. The patient's nurse stated that the patient had not received adequate dialysis treatment since (B)(6) 2014 because of catheter complications. The nurse also stated that the patient has undergone surgery to have the catheter removed since being hospitalized and will no longer be a peritoneal dialysis patient upon hospital discharge, but will completing hemo dialysis treatments.